Manufacturer narrative:
Citation: fukui m, bapat vn, garcia s, et al. Deformation of transcatheter aortic valve prostheses: implications for hypoattenuating leaflet thickening and clinical outcomes. Circulation. 2022;146(6):480-493. Doi:10.1161/circulationaha.121.058339 earliest date of publication used for date of event and date of death. Medtronic products referenced: evolut r (product code npt, PMA# p130021), evolut pro (product code npt, PMA# p130021). Earliest app roved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the occurrence of hypoattenuating leaflet thickening (halt) after transcatheter aortic valve replacement (tavr) and its impact on prosthesis function. Medtronic evolut r/pro (n = 213) and non-medtronic sapien 3 (n = 352) transcatheter valve types were used in the study. A combined total of 58 deaths (40 all-cause and 18 cardiac) occurred within one year of tavr. The authors remarked that the presence of halt ¿was associated with the risk of mortality at 1 year, with respect to greater incidences of all-cause mortality, cardiac death, and a composite outcome of all-cause mortality and heart failure hospitalization.¿ other adverse outcomes included: halt (35 evolut r/pro cases), reduced leaflet motion (rlm), asymmetric leaflet expansion, prosthesis frame deformation (noted to be eccentricity at leaflet inflow for evolut r/pro cases), elevated mean aortic valve gradients (>20 mmhg), moderate paravalvular leak, heart failure hospitalization, myocardial infarction, stroke/transient ischemic attack, and bleeding events. The authors wrote that the degree of prosthesis frame deformation and asymmetric leaflet expansion were directly related to the occurrence of halt across all medtronic and non-medtronic valve types. No further information pertaining to medtronic products was noted.